Manufacturer narrative:
Findings: pump received with a constant blank/flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay and cracked select button keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had been dropped. The insulin pump was alarming and had a flashing white screen. The device had fell off the belt clip and hit their leg. The customer's blood glucose level was 104 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump was returned for analysis.